Event description:
It was reported during cleaning at the user facility that the device was leaking an oily substance. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported during cleaning at the user facility that the device was leaking an oily substance. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Updated data in method, results and conclusion codes. Device was not returned for evaluation.